Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device returned: dry blood was found on the device but no issue detected. The balloon was unfolded and dirty of blood. The inspection of the device did not report any abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device without issue. Then, the balloon was inflated and no issue or sign or twist were detected. The defect was initial reported against the in.pact admiral balloon catheter. However, the actual device involved in the allegation is an in.pact pacific balloon catheter and same was returned for evaluation. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion in the sfa to popliteal using in pact admiral paclitaxel eluting balloon catheter. It was alleged that a balloon twist was noted during inflation. Procedure was completed with another balloon. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.